Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no functioning properly. A surgical procedure was performed, during which was identified a crack in the pump connecting tube, so the pump was replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404013, serial number: n/a, batch/lot number: 818092002, model/catalog description: cxr 16cm, unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was subjected to microscopic inspection, leakage testing, and functional testing. Both the microscopic inspection and the leakage test were completed successfully, with no damage or abnormalities observed. However, the functional testing revealed that the ms pump did not pass inflation test 1, nor did it pass activation tests 2 and 3. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported clinical observation of tube hole/perforated could not be confirmed; however, the pump not passing the functional test, could have caused or contributed to the reported clinical observation of device mechanical issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no functioning properly. A surgical procedure was performed, during which was identified a crack in the pump connecting tube, so the pump was replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.